Manufacturer narrative:
The event date was approximated to (B)(6) 2019, as it was reported that the event happened on the second week of (B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio device was used during a prolapse procedure performed on the second week of (B)(6) 2019. According to the complainant, while the capio device was being used, the dart was seemingly falling off from the suture. Subsequently, the dart detached from the suture and was lost inside the patient. A performed x-ray then showed the detached dart inside the patient. It is unknown if an attempt to retrieve the dart has been performed. The patient was reported to be doing "just fine" post-surgery.